Manufacturer narrative:
As returned the provisional exhibits discoloration and the post feature is fractured off (two major pieces were returned). The post is fractured horizontally at its base and gouges are visible all around the securing rail on the bottom surface. Dimensions were found conforming to print specifications where measured. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the device. The sales associate who reported the incident stated that the proper surgical technique was used. This device exhibits marks indicative of previous use over its potential field life of over 8 years and it is considered that it failed due to repeated usage.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that during knee arthroplasty, the surgeon was trialing the knee and the post on the provisional articular surface broke.